Event description:
On (B)(6) 2025, a patient underwent a biopsy procedure using the encor probe. Prior to the procedure, upon opening the needle package, the device there was liquid spilled on it. It was also reported that liquid was allegedly found in the packaging. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records were reviewed and this lot met all release criteria. Investigation summary: a photo was provided for review, and the physical sample was returned for evaluation. Review of the provided photo shows one encor probe lying within an opened product tray. The trap chamber tubing is tightly wrapped around the probe body, and the saline cap appears to be disconnected from the saline tubing. The needle tip protector is in place. A clear fluid is visible on the inside surface of the trap chamber tubing and on the plastic tip protector. The additional tissue tray is present and sealed in its individual component packaging. The tyvek lid and product label are not visible, and no anomalies are apparent based on the photo. A partial device was returned for evaluation; the saline cap was not included. The probe was received with the tubing wrapped around the probe body as seen in the provided photo. The vacuum connector was found broken. A clear, flaky residue was observed throughout the probe and packaging tray, consistent with dried saline, which crystallizes upon drying. Therefore, based on the complaint details and the evaluation of the returned components, the reported event liquid spilled on the device, can be confirmed. Additionally, the investigation is confirmed for the identified break as the device was received with a broken vacuum connector. Additionally, the investigation is confirmed for the identified dull needle. While the exact root cause cannot be definitively determined, the liquid is most likely saline, potentially introduced inadvertently during device setup at the user facility. The root cause for the identified broken vacuum connector and dull needle could not be determined however it is likely due to the handling of the device. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g1, g3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a biopsy procedure using the encor probe. Prior to the procedure, upon opening the needle package, the device there was liquid spilled on it. It was also reported that liquid was allegedly found in the packaging.